Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (type of investigation, investigation findings, component codes , investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit. The fse reported that they noticed saline on the power management board (0670-00-1162). The board was replaced as a precaution. Device passed the performance and safety checks according to factory specifications. The failure analysis and testing department received the following part power management board with a reported unit failure of unit saline discovered on board during inspection. The fat dept. Performed a visual inspection using naked eye and microscope and found white residue (saline spill) on the received board. Due to the saline spill on the received part, it cannot be installed and investigated any further. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that during inspection the cardiosave intra-aortic balloon pump (iabp) unit had battery charging issues. There was no patient involvement reported.